Event description:
Related manufacturer reference number: 2017865-2025-15496. It was reported that the patient presented for a generator change procedure due to an elective replacement indicator (eri). During the procedure, it was found that the hex wrench could not fit into the set screw of the pacemaker. The physician elected to use another right ventricular (rv) lead to complete the procedure. The old rv lead was truncated, capped, and replaced during the procedure on (B)(6) 2025. Excessive pressure was then used to unscrew the remaining rv lead from the old pacemaker header. The patient remained stable throughout.